Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2011 and mesh was implanted. The patient experienced pain post operative. A second surgery was done on (B)(6) 2012 and it was identified that the patient had adhesions to the mesh. The adhesions were removed. The mesh was left in place.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).